Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged; (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged. (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia was dissected and reduced. A ventralex circular mesh was deployed beneath the fascia and secured using sutures.¿ (B)(6) 2015 - patient underwent colonoscopy and was diagnosed with infection involving ventralex mesh. (B)(6) 2015 - patient was diagnosed with pain, infection thereby underwent open repair with the explant of ventralex mesh. Per operative notes, ¿the sutures were removed one by one as they were found, then excised the umbilicus completely, and with the skin pedicle attached to the mesh completely freed up.¿ attorney alleges that the patient had infection and pain. It is also alleged that patient underwent additional painful hernia repair surgery, umbilectomy, suffering, loss of enjoyment of life and economic loss.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 2 months post implant of mesh - ventralex, patient was diagnosed with bacterial infection, inflammation, granuloma and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The patient's attorney has alleged (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia was dissected and reduced. A ventralex mesh was deployed beneath the fascia and secured using sutures.¿ (B)(6) 2013 - patient had infection involving a piece of ventralex mesh. (B)(6) 2015 - patient was diagnosed with infection, pain thereby underwent open repair with the explant of ventralex mesh. Per operative notes, ¿pus noted at the base of the umbilicus. The sutures were removed and excised the umbilicus completely, and with the skin pedicle attached to the mesh completely freed up.¿ attorney alleges that the patient had infection and pain. It was also alleged that the patient underwent additional painful hernia repair surgery, umbilectomy.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 2 months post implant of mesh - ventralex, patient was diagnosed with bacterial infection, inflammation, granuloma and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Addendum #2: h11: this supplemental emdr is submitted to correct event description, relevant tests and lab data, other relevant history, PMA/510(k) and additional event information. Per medical records review, about 8 years 2 months post implant of mesh - ventralex, patient was diagnosed with bacterial infection, abscess, inflammation, pain thereby underwent repair with mesh removal. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.